Event description:
It was reported that a rotawire fractured. A 330 cm rotawire and a rotablator were together selected for use in the highly stenosed coronary vessel. During the procedure, it was noted that the rotawire fractured and a part of the wire remained in the patient's coronaries. Intervention was performed in an attempt to remove the unretrieved piece of wire inside the patient's body. However, the fragment was unable to be removed. The wire fragment was not removed and the procedure was not finished. There was no further plan to remove the fragment. No further patient complications were reported and the patient was stable.